Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because it was not functioning. The cylinders would not inflate. A new ipp device was implanted. The patient was recovering following the surgery.